Event description:
It was reported that during a da vinci assisted internal mammary artery mobilization/graft, the wrist of the small clip applier instrument would bend 90 degrees when fired. The surgeon closed the instrument applier without a clip loaded to test, and same thing happened. At some point, the instrument tore an unspecified branch of the mammary artery.

Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) replicated/confirmed the customer reported complaint of imprecise motion. The instrument was tested and the tip did not move intuitively/did not follow the master tool manipulator (mtm) input commands smoothly. When clipping in a downward position, the instrument exhibited imprecise motion. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Manufacturer narrative:
Correction: h10/h11: additional observation(s) related to the customer reported complaint: the instrument was found to have an input disk(s) broken. Input disk number 6 was found completely detached from the base of the housing. As a result, the instrument exhibited an imprecise motion during test on in-house system. A broken piece of input disk number 6 was also found inside the housing. Annex b: replaced b17 - device not returned with b01 - testing of actual/suspected device annex d: added d11 - cause traced to user.

Event description:
Refer to h10/h11 for follow-up information.